Event description:
"Oil leaked during surgery. Surgeon was performing an anterior cervical disc fusion using am attachment and am-8 tool. A black substance came out of the distal end of the attachment and entered the wound site. Surgeon flushed out wound and sucked up substance. He stopped using the drill after the incident. No patient injury occurred. On follow up, the hospital contact reported that their two systems are so old that new ones needed to be purchased. Pt did not know which drill caused the incident. They will not return neither drills for eval.